Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of residues present on the stylet is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc catheter with t-lock assembly and hydrophilic stiffening stylet was returned for evaluation. The open kit package label indicated pn: 3174118 and ln: regs0766. The stylet was inspected and visible material residues was noted in the section extending proximal to the yellow septum. The stylet was removed from the catheter in order to inspect the entire length. The similar residues were found distributed throughout the complete length of the stylet. Microscopic inspection of the residues revealed it to be a solid, opaque material. The material appeared to be the hydrophilic coating applied to the stylets during the manufacturing application process. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Based on the information provided, possible contributing factors include use of non-bd components and retraction of the stylet against resistance. Since residues were noted to be present on the stylet, the complaint is confirmed; however, the exact factors resulting the event remain unknown at this time.

Event description:
It was reported that burrs were found with the stylet within the power catheter during insertion. It was uneven. Foreign matters were adhered to the surface of the guide wire.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that burrs were found with the stylet within the power catheter during insertion. It was uneven. Foreign matters were adhered to the surface of the guide wire. It was reported this occurred with two devices. This report addresses the first device.